Event description:
Caller alleged discrepant precision results using the inratio2 meter: results as follows: date: (B)(6) 2011, inratio: 1.1, re-test: 3.0; date: (B)(6) 2011, inratio: 1.1, re-test: 2.4. Less than 5 minutes between tests on both occasions. Data from (B)(6) 2011 was from new meter training. Pt reports that he may have used more than one drop of blood.

Manufacturer narrative:
Customer is adding multiple drops on one strip. This may contribute to inaccurate inr result or testing error. Only a pea size (at least 15 microliter) drop of blood should be applied on unit. Pt has liver disease. Pt current health condition may contribute to unexpected inr result. Inratio precision data provided by end-user: date: (B)(6) 2011, 1st inr: 1.1, 2nd inr: 3.0, mean: 1.75, sd: 0.92, %cv: 52.53. Date: (B)(6) 2011, 1st inr: 1.1, 2nd inr: 3.0, mean: 2.05, sd: 1.34, %cv: 65.54. Since both tests have more than 20% cv, inratio meter results failed the criteria for precision. Recent test conducted on lot #254609 on (B)(6) 2011 met precision criteria. Test results are as follows: donor 94 = 3.5, 3.4, 3.6 inr; donor 95 = 1.5, 1.4, 1.5 inr. In-house test results have 2.86% and 3.94%, respectively for each donor and are less than 16%cv. No further investigation will be pursued at this time. Incorrect sample size cannot be eliminated as a cause of the unexpected test results. Analysis of the client's data from repeated inratio tests revealed that test result comparison did not meet precision criteria. No product was expected to be returned. Retained strip test result comparison met precision criteria. As reviewed on (B)(6) 2011, 129 discrepant result complaints were reported for lot #254609 yielding a complaint rate of 0.085%. Action threshold (>0.07%) has been reached. Strip lot in complaint has strip code p152a which brick lot number 246555 was assigned and packaged into strip lots (254609 and 257062). A 130 total discrepant complaints have been reported for lot #254609 yielding a complaint rate of 0.056%. Due to this low occurrence rate, below the total complaint action threshold of 0.1%; corrective action is not required at this time.